Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information provided, it was reported that the patient experienced a rupture of the breast implant and developed breast pain. During visual inspection of the device, a crease in the posterior view was observed. Additionally, a tear measuring approximately 7.2 cm was observed within crease causing a rupture. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant products: 375cc mentor memorygel breast implant, catalog # 3503751bc, catalog # 5643331-029. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 450cc mentor memorygel breast implant experienced right sided rupture post procedure. The patient was having chest pain and computed tomography confirmed the rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that it erroneously omitted the explant date from the supplemental report submitted on (B)(6) 2020. The device was explanted on (B)(6) 2020. 2. Is other serious- uncheck 2. Is required intervention- check additional information was obtained on (B)(6) 2020. When the device was explanted, the right implant was replaced with a 450cc mentor memorygel breast implant. The left implant was replaced with a 375cc mentor memorygel breast implant. Reason for device explant and/or reoperation: breast pain/rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/16/2019 mentor became aware that it erroneously submitted an incorrect statement in b5 of the initial report submitted on that same date. The erroneous statement is as follows: it was reported that a 5-year-old caucasian female who underwent primary breast augmentation with a 450cc mentor memorygel breast implant experienced right sided rupture post procedure. The statements should read: it was reported that a 55-year-old caucasian female who underwent primary breast augmentation with a 450cc mentor memorygel breast implant experienced right sided rupture post procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 5683467, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).